Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During a premature ventricular contraction procedure, a blood leak occurred from the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.